Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, hemostasis was not achieved with a 5f mynxgrip vascular closure device (vcd). Additional manual compression was performed, and the procedure was completed. There was no reported patient injury. The device was removed after sufficient time following deployment. The mynx vascular closure device was used in a diagnostic procedure. The deployer was certified in the use of the mynx device. The femoral artery suitability was verified on angiography or venography, including appropriate insertion angle. The vessel type was arterial. The vessel diameter was confirmed to be greater than or equal to 5 mm. Moderate vessel tortuosity was present. Moderate peripheral vascular disease or calcium was noted at the puncture site. The device will be returned for evaluation.